Manufacturer narrative:
The pump was returned for low battery and power error alarms. The detailed trace analysis confirmed the pump alarmed low battery and then power alarm was triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of the micro timer in the detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump also had a cracked case at the reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The company representative reported that the insulin pump's internal power source is unable to charge. The power error alarm would alarm every 4 hours. The blood glucose reading was unknown.